Event description:
It was reported that the customer's pump sometimes does not turn on even when she places a new battery in it. Customer's blood glucose level was 12.9 mmol/l. Customer stated that there was a crack on the top right corner from the screen up around to the body. Customer will not return the old pump until she is able to purchase a new pump. Customer was advised to call if she needs help programming her loaner pump. No additional information provided.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.